Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited high pacing thresholds and the patient experienced phrenic nerve stimulation. The lead was no longer used and a new lead was implanted. The patient was in stable condition prior and post event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.